Event description:
Information was received by the manufacturer that a remote alarm used in conjunction with a ventilator failed to audibly annunciate an alarm. The issue was identified during operational testing of the devices prior to the ventilator and remote alarm being placed into clinical use. There was no patient harm or injury. The remote alarm was returned to the manufacturer for evaluation and the reported issue with the remote alarm was confirmed. The manufacturer will file a follow-up report when their investigation of the remote alarm is complete.